Event description:
Customer reported the system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the interconnect cable, and repaired the power cord. System operates as intended.